Event description:
Patient has been experiencing back pain, stomach pain, headaches, dizziness, hot flashes, light-headedness since she got the device. No doctor is willing to take the device out. She is crying for help.